Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator displayed noise on the right ventricular (rv) channel. The noise was oversensed and resulted in inappropriate shocks for the patient. The noise was not able to be recreated. All lead diagnostic measurements were good and within range. The patient underwent a chest x-ray which did not reveal any issues. A revision procedure was performed. A competitor's rv lead was explanted due to a possible lead fracture. The physician also chose to explant the device in order to rule out any header or seal plug issues. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. All set screws were checked and all operated normally. Pin gage testing confirmed that all port diameters were within design specification range; however, the diameter of the right atrial spring contact component was found to be out of specification. This may have resulted in a suboptimal connection with the lead terminal, but could not be confirmed as the cause of the clinical observations. It was previously noted that the non-boston scientific rv lead was explanted due to a possible lead fracture.